Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise/artifact issue was observed on the ra lead. Programming changes were made on the lead. No further information is available.